Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, as reported, heavy annular calcium in the native annulus and obliterated sov likely contributed to the annular rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Following deployment of a 26mm sapien 3 valve, the patient's ressure returned to normal. Approximately 2 minutes following valve deployment, the patient's blood pressure had dropped to 60 and was continuing to decrease. CPR was initiated and the pericardial area was assessed using echo. A small effusion noted near the left ventricle, but it didn't seem enough to explain the severe hypotension. A balloon pump was inserted and CPR continued. Brief pauses in CPR revealed little to no pulse pressure. The chest was open and the surgeon explored the aortic root. He found that the aortic root had been disrupted and heavy bleeding was noted. The surgeon decided that the patient was likely not salvageable due to severe lung disease and was pronounced dead on the table in the operating room. The patient's annulus measured 506mm2 by CT. The sinuses of valsalva were obliterated. The patient had a calcium extending through the annulus into the lvot and heavy calcium in the plane of the aortic annulus. When the valve was fully expanded, the calcium ruptured the annulus.